Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced an unknown blood glucose and was hospitalized with diabetic ketoacidosis. Reportedly, the patient was hospitalized and treated by their healthcare provider. There was no other information available at the time of the call and troubleshooting could not be completed. The patient could not be reach for additional information. This complaint is being reported because the patient allegedly experienced a serious bg excursion while on the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.